Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The bloodline was subjected to a laboratory leak test where a leak, observed as a steady flow of bubbles, was identified from the pump tubing to the red ¿t¿ adapter. The sample was submerged into water with air pressure increasing to 20 psi for a period of ten minutes. The sample was further inspected where the complaint investigator observed a dryness channel at the joining of the pump tubing to the red ¿t¿ adapter. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the tubing in a water bath noted a steady flow of bubbles from the pump tubing to the red ¿t¿ adapter. Therefore, the complaint has been deemed confirmed.

Event description:
A user facility reported that a blood leak occurred approximately 1 hour after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being a bloodline tubing leak. The machine did not alarm as it is not intended to do so. Blood was visually observed leaking externally from the bloodline at the junction of the heparin administration line where it connects to the blood pump segment. The patient¿s estimated blood loss (ebl) was noted as being approximately 20 cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.